Manufacturer narrative:
Livanova (B)(6) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(6). Livanova received the device for further investigation. The visual inspection revealed the appliance switch (96-110-020) was removed from the s5 roller pump. There were no visible damages. The functional test revealed according the data sheet the cut out for the switch has to be 25 mm. The complaint switch did not latch because it did not meet the data sheet requirement. The reported issue was confirmed and reproduced.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative fitted a new switch and subsequent functional testing did not identify further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the power on/off switch of the s5 roller pump was found to not latch correctly during setup. When the power was switched on, the device did not stay on. There was no patient involvement.